Manufacturer narrative:
Received unit with extra segments and ghosting display due to corroded electronic assembly. Unit passed the displacement test. Unit had cracked reservoir tube lip and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's display was difficult to read after being worn into a lake. Customer reported that water was visible under the display. Blood glucose level at the time of the incident was 189 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.